Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9054573.

Event description:
It was reported the patient experienced ineffective therapy due to lead migration on one of the patients leads. As a result, surgical intervention may be undertaken in the future to address the issue. Investigation was unable to determine which of the leads had migrated.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.